Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a pca showed a channel error. No patient involvement reported.

Event description:
It was reported that the device experienced system error 13-1033-149 while the bd clinical consultant was conducting education. There was no patient involvement as this occurred during training/education.

Manufacturer narrative:
The affected device was not returned for investigation.